Event description:
Admixture center discovered multiple smartez devices leaked after the preparation of 3 grams of a drug in 0.9% nacl 100 ml volume. On closer investigation, we noticed a crack at the fill port. The leaking devices were not dispensed to the patient on all devices when the problems were discovered. After review with medication safety, the remaining unfilled devices from this lot number s7l21 were removed from our active stock and sequestered. The 156 devices remain sequestered and are unable to be utilized. This did not negatively impact any patients.